Event description:
It was reported following a 90 minute percutaneous coronary intervention (pci) for treatment of an in-stent restenosis, an angio-seal sts plus was selected for use. A pre-deployment angiogram revealed moderate to severe calcification at the common femoral artery (cfa) puncture site. A 6f medikit super sheath was also used during the procedure. The angio-seal was deployed and hemostasis was achieved. A small hematoma was observed at the groin before, during and after the angio-seal deployment. An angio-roll pressure dressing was fixed to the puncture site with elastic tape. The pt's blood pressure was measured in the 80s. An hour later, the pt sat up in bed at a 45 degree angle to eat a meal and expansion of the hematoma occurred. The pt vomited after the meal and the blood pressure was in the 70s. Later, the pt went into shock and level of consciousness decreased. A CT revealed a retroperitoneal hematoma. During preparation for blood transfusion, the pt went into cardiac arrest. The pt received 5 units of blood and was placed on pcps/iabp assist. The blood circulation became stable, but the pt's overall status continued to be unstable. Two days after the pci, the pt died. Note: the angio-seal was removed as a sample after the pt died, and it seemed to be properly deployed. The physician does not allege that the angio-seal was the direct cause of the event, but it could be caused by the severe calcification at the puncture site. Also, the pt was left unsupervised for about two hours after the meal, and it might have delayed detection of serious signs.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU also instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The IFU cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.